Event description:
The (B)(6) health department has reported that the safety feature from needles supplied in a covid ancillary kit are not engaging correctly, leaving the needle tip exposed.

Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this needle component. We have notified (B)(6) for awareness.